Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope had an air leak in the elevator knob during reprocessing. There were no reports of patient harm associated with this event.